Event description:
Two days after treatment in the nasolabial folds with juvederm, the patient presented with swelling at the treatment site. The physician thought there might be a possibility of an infection and a culture was taken. The results of the culture are not known at this time. Oral levaquin and oral valtrex were prescribed by the physician, but the patient did not take those medications instead the patient self medicated with oral amoxicillin. The physician did not prescribe the amoxicillin. The physician prescribed topical tobramycin and vinegar water soaks. The patient was also treated with oral omnicef and given an injection of an unknown antibiotic by a physician other than the treating physician.